Event description:
Tech alleged that the brake casters would set but not hold. No pt impact.

Manufacturer narrative:
The tech found the brakes engaged nut failing to lock the swivel lock. The tech replaced the brake casters to resolve the issue.